Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Reprogramming was performed, and the issue was resolved. The ra lead remains in use. This patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) study. No patient complications have been reported as a result of this event.